Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that patient underwent revision surgery for lead discontinuity "...cause unknown." It was reported that a lead break was visualized approximately "...2 inches below the electrode" during the surgery. Pre-op system diagnostics testing resulted in high lead impedance indicating a possible lead discontinuity. The lead was discarded by the surgeon during surgery.